Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0rnmq, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since implant patient ¿had been seeing feeling stimulation everywhere except for where she needed it.¿ the patient was experiencing stimulation in the wrong location. It was reported that patient saw manufacturer representative sometime in (B)(6) and device was reprogrammed; however, patient stated that it hurt so bad that the next morning she turned it off and decided to stop using it. The patient had stimulation system removed on (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.